Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the black box indicated ¿no cartridge detected¿ warnings occurred on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The complaint could not be duplicated on investigation. The pump cover was removed, and inspection found a broken solder joint around the force sensor flex pin, leading to an intermittent condition to the circuit.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was priming during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).